Manufacturer narrative:
(B)(4)

Event description:
The patient reported via the manufacturer representative (rep) that they were not getting stimulation where it was needed. They were getting stimulation in the ribs. The cause of this was a lead that was found via x-rays to have migrated up. The lead was replaced and placed at a lower vertebral level. The issue was resolved and the patient was alive with no injury. Relevant medical history included spinal pain. No follow-up was required.